Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. Date received by MFR (2020 reports) - this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -10.00 diopter, implantable collamer lens into the patient's left eye (os) on 02/may/2021. The lens was replaced with a shorter length lens due to excessive vault on 05/may/2021. This resolved the problem. Cause of the event is reported as unknown.